Event description:
An altitude alarm was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. The customer was advised to clean the speaker holes with a soft brush and wipe the area with a lint-free cloth. They were also instructed to remove and reconnect the cartridge, waiting up to five minutes to resume insulin. The customer continued to use the pump for insulin therapy.